Manufacturer narrative:
One device was returned for evaluation. Upon visual inspection, device was found to be in good physical condition. The monitor was opened up and the top of pump had come off. Additionally, two wires were shorted out causing the monitor to reboot. The problem was caused by impact suffered to the monitor. The customer complaint was confirmed and investigation determined that the failure is a result of impact sustained by the monitor during use and handling.

Event description:
Information was received that a smiths medical capnograph is cycling on and off.